Event description:
As reported by navilyst medical's distributor in (B)(4), a hospital reported a fracture in the distal portion of a vaxcel pasv PICC device. The catheter had been placed on (B)(6) 2012 for chemotherapy treatment and was removed on (B)(6) 2012 due ot the fracture. The pt condition was reported as "stable." The used device has been returned to navilyst medical for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly the performance specifications. The march 2013, navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. A visual inspection of the returned catheter confirmed a hole in the catheter just distal to the suture wing. The hole was straight in appearance and oriented perpendicular to the catheter shaft. No other damage or defects were noted. The catheter was able to be flushed without difficulty, indicating that it was not occluded. It was then cross-sectioned for measurement purposes. No abnormalities or thin spots were found in the area of the split and the ID and od of the catheter was within specification. Based on the location and visual appearance of the hole in the catheter tubing, the most likely root cause is fatigue due to repeating kinking. A contributing factor may also include not allowing cleansing agents (isopropyl alcohol or acetome based) to completely dry prior to covering during dressing changes. Contributing factors for the catheter kinking may be the length of the catheter tubing left external from the insertion site (i.e., too short, not enough slack), the placement of the statlock too close to the insertion site, and the orientation of the PICC suture wing/extension tubes (i.e., extension tubes pointing toward shoulder). Mfg process controls in place of the PICC device includes in-process visual inspection for damage or defects, as well as 100% air leak tests and guidewire insertion checks for lumen patency. Incoming inspection process controls for the PICC catheter tubing include visual inspection as well as a guidewire insertion check for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).